Manufacturer narrative:
Duragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Failure analysis - an assessment to evaluate the possible relation between the reported event and product use was performed by scientific affairs which concluded the following: ¿insufficient information to make a determination. No csf leak or fluid collection are reported following the initial repair with duragen, indication that the dura was closed effectively following the initial procedure in which the tumor was debulked. Recurrences of tumor requiring excision indicates that not all the tumor was resected in the initial procedures. Tumor type not recorded for either procedure. Failure of duragen not indicated by data available.¿ root cause - based on the scientific affairs assessment provided there is insufficient information to make a determination and no failure of duragen was indicated in the information provided. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (unknown catalog#) was used for the case of an intracranial lumpectomy procedure about 3 years ago. Since the tumor reoccured, craniotomy was performed again, but the dura did not appear to have formed and the tumor was in a swollen state. No surgical delay has been reported.